Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid does not stay closed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the sharps collector's temporary lid that does not shut properly. According to the customer's report, the temporary lid does not remain shut and opens on its own after a while.

Manufacturer narrative:
H6. Investigation summary: according to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers (2053924) reported under this customer complaint. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections. Additionally, with the sample received in bdj, it¿s confirmed that lid did not open after 96 hours, however, as part of this investigation and due several complaints received in the past, an engineering study (bdx-rj-esr00020) was performed to evaluate the functionality of this feature (temporary closure), the results of this es was that the events reported by the customer of ¿lid does not shut¿ are not present or were not able to be replicated under controlled test for the existing production parts, therefore, it can be concluded with 95% reliability / 95% confidentiality that the parts producing doesn¿t open by themselves and its required to be applying a force minimum of 1.5lbsf to be opened.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid does not stay closed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the sharps collector's temporary lid that does not shut properly. According to the customer's report, the temporary lid does not remain shut and opens on its own after a while.